Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 579 mg/dl. The customer stated that she was dizzy. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also stated that she did get two no delivery alarms. The customer removed the infusion set and the cannula was bent. The customer did not want to troubleshoot further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.